Event description:
It was reported that during a wrist arthroscopic surgery the cutter broke inside the pt's wrist. It was further reported that the surgeon had to proceed with an open cut in order to retrieve the broken piece from the pt's wrist.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.